Event description:
Olympus was informed that during a diagnostic esophagogastroduodenoscopy (egd) procedure, the image turned completely gray. The intended procedure was completed with a different but similar olympus gastroscope. There was no pt harm reported.

Manufacturer narrative:
Olympus followed-up with the user facility to gather add'l info regarding this report. The user facility reported that the image became completely grayish as the subject device reached the stomach. The device referenced in this report was returned to olympus for eval. The eval found the image foggy in the center due to moisture inside the objective lens. The subject device passed the leak test. The bending section glue was discolored consistent with chemical damage, and the light-guide tube was dented. The source of the fluid ingress was attributed to the damaged bending section glue. The device has been serviced and returned to the user facility. The reported phenomenon was attributed to chemical damage. This report is being submitted as a medical device report in an abundance of caution.